Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure for "image fuzzy, intermittent, and had lines." Was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the image is not displayed. The root cause could not be identified. Based on the results of the investigation. Due to corrosion on plug unit, the image is not displayed. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image of the subject device was fuzzy, intermittent, and had lines. The issue was found during set up / inspection for use for an unspecified procedure. There were no reports of patient involvement.